Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy procedure on (B)(6)2010 and a drain was placed. The next day the drain was found broken 3 cm from the adaptor. The surgeon cut off the broken area of the drain and connected it to the reservoir again. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 50729isp mfg date: 01/21/2010, exp date: 01/31/2015. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished goods release criteria.